Event description:
On (B)(6) 2012 the patient's mother stated that the pump was not saving bolus doses in the history. The reporter said that there was a bolus dose administered on (B)(6) between 11:38 am and 5:33 pm that were not recorded in the pump history and that there were two bolus doses between march 23 at 2:42 pm and march 24 at 8:40 am that were not recorded in the pump history. The time and date were correct in the pump. This complaint is being reported because the history issue was not resolved. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Follow-up #1 date of submission 06/01/2012-device evaluation: the pump has been returned and evaluated by product analysis on 05/04/2012 with the following findings: a review of the total daily dose history indicated that the pump was delivering accurately up to the reported event date and insulin delivery totals correctly reflected programmed values. A review of the black box showed no boluses from 11:48 am to 5:33 pm on (B)(6) 2012 and from 2:42 pm on (B)(6) 2012 to 8:40 am on (B)(6) 2012. The pump was exercised for 24 hours with no issues occurring. Unrelated to the complaint, investigation revealed that the bolus button was intermittently responsive. Evaluation revealed a misaligned button contact.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.